Event description:
It was reported that the handpiece began leaking water while the equipment was begin tested. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for testing. An evaluation will be conducted. It was reported that the account submerged the device. Based on the IFU, if not properly dried during the cleaning process this type of fluid can be trapped inside and possibly leak out. If the device has been soaked and not completely dried it may hold the fluid. A follow-up report will be submitted if the results of the quality investigation require one.